Event description:
It was reported to boston scientific corporation that during a colonoscopy procedure on (B)(6) 2024, brush bristles from the hedgehog device used to clean the scope were observed on the camera lens. The bristles were removed by hand. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.